Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Upon review by joint replacement research for surgeon's milestone payment, patient was noted to be very dissatisfied with their left knee implant and indicated that s/he had since had the implant knee removed, revised, or reoperated on as reported: "nerve pain ((B)(6) 2012)".